Event description:
It was reported by the affiliate that the(1) atw45 was used during an unknown procedure. It was reported that the staples were malformed. The case was completed with another device and there was no pt consequence.